Event description:
During removal, the wound drain broke and a section of the drain remained insdie the pt. The pt was returned to surgery where the indwelling drain section was removed under fluoroscopy/CT guide. Per the reporter, approx one inch of the white portion broke off and the area of the tear was very ragged. Reporter indicated that they feel maybe too much tension was placed on drain during the removal process.